Manufacturer narrative:
One cadd-prizm® vip ambulatory infusion pump was returned for analysis in good condition but was missing the battery cover. The reported event was verified, as error code 10037 was displayed upon power up there was also front housing damage. Further investigation of the pump and determined that an intermittent motor is the cause of the issue. The motor and l front housing will be replaced. In order to resolve the issue.

Event description:
It was reported the device gave an alarm and displayed a message of "error 10037". No known adverse effects to patient.